Event description:
It was reported that after inserting the foley catheter into the urethra, there was no resistance while injecting the sterile water through the inflation lumen but then a resistance was felt while injecting the cleaning solution, so the catheter was removed and the cleaning solution was injected again into the irrigation lumen and tested, resulting in balloon inflation.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A potential root cause for this failure mode could be ¿incorrect valve cap assembly". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after inserting the foley catheter into the urethra, there was no resistance while injecting the sterile water through the inflation lumen but then a resistance was felt while injecting the cleaning solution, so the catheter was removed and the cleaning solution was injected again into the irrigation lumen and tested, resulting in balloon inflation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.